Event description:
Customer had a false positive beta-hcg result for one pt sample. The initial positive result was reported out and questioned by the physician. The original primary tube gave initial result of 1480 miu per ml. An aliquot from the original primary tube gave a negative result. On (B) (6) 2009, a urine sample (submitted to confirm the positive hcg result) gave a negative hcg result. On (B) (6) 2009, the original primary tube was retested giving 771.2 miu per ml and a positive hcg result using a qualitative kit test. Also on (B) (6) 2009, a second serum sample was drawn and tested giving a negative result. No adverse events were reported. The field service rep found the racks were dirty on the bottom causing samples to shake and splash out of the tubes/cups when pushed by the loader arm across the tray. He cleaned the bottom of the racks along with cleaning the tray. To verify analyzer operation, he ran single racks and multiple racks (on both loading trays) with various samples weights. The field service rep documented, "jittering across the tray" did not recur using clean racks.